Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed a systemic fungal infection, unrelated to the ICD system, causing endocarditis and vegetation on the leads. The system was removed. The patient later expired due to an embolism as a result of vegetation breaking off from the lead and sepsis. No further information is available.